Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. There have been two other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the intraocular lens implantation the patient had complained of glare and the lens was explanted in a secondary procedure without any complications. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the left eye.